Event description:
The dxc 600 generated false low na (sodium) results for 6 patient samples. Results were reported out of the lab. However, treatment was not affected. When the issue was noticed, the instrument was recalibrated and samples repeated. Qc results prior to the event (18 hours prior) was within lab-established ranges. Qc after the event had dropped 4-7 mmol/l. The system was recalibrated after the event, qc came back into range and the patients were repeated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced many parts including the mc syringe (255579), t-valve (758419), sample probe (389375), collar wash (472897), tubing from mc syringe to mc sample probe bead assembly (473438), vacuum valve collar wash (472689) and degasser assembly. After these replacements, the ise verification passed specifications. The exact failure mode is unknown. The manufacturer reference number for this event is (B)(4).